Event description:
It was reported that the external pulse generator had a damaged ventricular socket. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are contaminated. Ring cover is contaminated and two side bail covers are broken. The ring is bent. Keyboard pad is contaminated (stained). Battery drawer latch is out of specification. Serial number label and upper case have cosmetic issues.